Manufacturer narrative:
Additional information received from the customer revealed there was a failure of the brake on the caster. There was no potential risk of a caster wheel breaking off. Additional information received from the customer revealed there was a failure of the brake on the caster. There was no potential risk of a caster wheel breaking off.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the replacement of a caster wheel. There was no report of patient involvement.